Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the implant has a damaged drive feature and was removed, as the abutments cannot be screwed into the implant. Affected dental position 36 and bone type ii.procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt511, (osseotite tapered implant 5 x 11.5mm) for evaluation. Visual evaluation was performed, there was signs of use with bone debris on its external threads. The implants external drive feature was damaged. Device history record (DHR) review was completed for the subject lot number 2021100266. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021100266 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. There implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.